Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: upon withdrawing contents of a vial, particulate matter was seen in the bd 10 ml syringe that was not in the vial prior to withdrawal.